Manufacturer narrative:
(B)(4). Batch # r93c6k. Investigation summary: the device was returned with no apparent damage. The device was connected to a test hand-piece and tested on a gen11. The device did activate when each of the max and min hand activation buttons were depressed, but no continuous activation occurred at any time during functional testing. When the device was disassembled to inspect the internal components, no anomalies were found that could have caused a continuous activation. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a prostatectomy procedure, while using harh36, when the maximum and minimum buttons were triggered, they worked normally, but when they were released (that is, when they were not being pressed) they were still being fired even if they were not tightened. "Checked out the video shirt was over the buttons, but there was nothing pressing the buttons." There was no adverse event.